Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v183972, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# j0546589v, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient initially reported on (B)(6) 2012 that the patient programmer and her device would not turn on. The patient replaced the batteries 3 times. The patient reported no falls/trauma. The patient had increased pain and return of symptoms for about a week. When trying to communicate with the implantable neurostimulator (ins), the patient reported feeling a "tingling". They received a "poor communication" screen with and without antenna attached. The patient later reported on (B)(6) 2015 the ins "quit" and was replaced 2 years ago. The surgeon commented that the ins had "migrated." Reason for replacement was depletion. The patient noted: "ever since I had the interstim put in years ago, this started. But it was not that bad." It has gradually worsened over the years. (See manufacturer's report #s 6000032-2015-00018 and 3004209178-2015-01408). The patient reported: "when she took the other one out, it had completely quit and had migrated. She said that's why I wasn't getting any results." With the other ones, they've only had 2 (leads).' No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.